Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use check, the cs300 intra-aortic balloon pump (iabp) unit is having intermittent issues with monitor displays. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d8, d9,g1 (contact person ¿ mfg site), g3, g6, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and replaced pcb, inverter, dc to ac. Repair services completed. Safety, calibration, and functionality checks passed factory specifications. Returned to clinical service upon completion. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received pcb, inverter, dc to dc serial number (B)(6) with a reported unit failure of intermittent issues with monitor display. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, inverter, dc to dc serial number (B)(6) into the cs300 test fixture serial number (B)(6) and tested the board to factory specifications per the cs300 sop. The board passed all display tests. The board ran for 1.5 hours without any intermittent bouncing around of the screen. The fat dept. Could not replicate the complaint experienced by the customer. Pcb, inverter, dc to dc serial number (B)(6) passed testing. Retaining the board in the fat dept. Per sop.